Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The event occurred outside the united states.

Event description:
Since (B)(6) 2017 customer had too high blood glucose values. Blood glucose value 350-500 mg/dl. On (B)(6) 2017 at 10:10 am customer changed the cartridge and the infusion set. At 11:15 am blood glucose value was 348 mg/dl. Customer¿s diabetes specialist assumed that pump did not deliver insulin correctly. No adverse event alleged. A request was made for the return of the device.